Event description:
This customer reported they were unable to acquire a 12-lead ECG. There was no impact to the involved pt.

Manufacturer narrative:
(B)(4). This customer reported they were unable to acquire a 12-lead ECG. There was no impact to the involved pt. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.